Event description:
It was reported that an ilet user experienced prolonged high blood glucose after a high-carbohydrate meal and believed the pump was not delivering insulin, leading the user to enter multiple additional meal announcements as corrections; review of available data indicated the pump was delivering insulin and that frequent supply changes and premature set changes might have interrupted algorithmic corrections. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting, shipment of replacement supplies, and referral for additional training. Investigation included review of device data, user education, and assessment of use patterns. Investigation of this case revealed device function consistent with delivery and user misunderstanding of correction use via meal announcements. It was concluded that the event was related to use error and training needs rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.